Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneously low potassium (k), chloride (cl), and carbon dioxide (co2) results generated by unicel dxc 600 pro synchron chemistry analyzer. The results were reported out of the laboratory. The customer cultured the reagent tubing. It was positive for pseudomonas. It is not known if patient treatment was affected.

Manufacturer narrative:
The system is calibrated every 12 hours, and qc is run every 8 hours. Qc was within the customer's established ranges prior to the event. The customer performed flow cell maintenance procedure. The laboratory temperature is monitored and stable. A bci field service engineer (fse) decontaminated the system and replaced some hardware components. As of (B)(4) 2010, there were no more calls to hotline for the problem. Although some hardware issues were addressed, a definitive root cause has not been determined for this event.